Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. "

Event description:
It was reported that a needle 26x1/2 rb had a loose needle during use. The following was reported by the initial reporter: "it was reported that the needle went into the syringe when pushing it into the cartridge, fill resistance was encountered, event description per attached email states: (B)(4). "Caller reported patient states the needle went into the syinge when number of occurrences -1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 1/2"" needle, pn 305111. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Was caller able to fill a cartridge with insulin? ¿ no. Resolution ¿ patient change syringes and was able to fill cartridge. Created by (customer) at 3/22/2021 6:41:23 pm. Subject: cts note. Cts to clarify syringe intake note. Caller reported the needle went into the syringe when pushing it into the cartridge."